Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lung cancer in (B)(6) 2021. The patient did report to receive medical intervention and was treated with immunotherapy. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.